Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary: bd received one photo for investigation. After review and analysis of the customer photo, there is insufficient evidence of underfill. Additionally, 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, 12 tubes underfilled. There was no health impact or consequences reported.